Event description:
It was learned that a patient with a 27mm 6900ptfx mitral valve was explanted after an implant duration of 7 years, 3 months due to unknown reason. The explanted mitral valve was replaced with a 27mm 11400m.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a patient with a 27mm 6900ptfx mitral valve was explanted after an implant duration of 7 years, 3 months due to unknown reason. Per product evaluation there was heavy calcification on all 3 leaflets, minimal host tissue on leaflet 2 . The explanted mitral valve was replaced with a 27mm 11400m.

Manufacturer narrative:
H3: complaint was of unknown reasons was unable to be confirmed. X-ray demonstrated metal band separated and moderate to heavy calcification was observed on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect due to host tissue overgrowth. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was partially cut off around the valve and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was exposed around leaflet 2. The metal band separated around leaflet 2 which matched up with cut sewing ring, cloth and exposed wireform. Multiple suture threads and pledgets were observed around the sewing ring. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a patient with a 27mm 6900ptfx mitral valve is under evaluation for a valve-in-valve procedure after an implant duration of 6 years, 3 months due to unknown reason.